Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, a sales representative reported via (B)(4) that an ar-9619-45 45mm reamer broke during a case. All broken pieces were retrieved, and the case was continued. Later, during the case, the ar-9530l-03 revers trial was used, and the rep noticed it had a lot of wear and tear and would need to be replaced for the next time. It was used a lot, and pieces were falling off. The rep confirmed nothing fell into the patient trial, and the case was completed successfully without a significant delay.

Manufacturer narrative:
Additional information: g3, h3, h6. Visual evaluation of the customer-provided pictures noted an ar-9619-45 45mm reamer broke. Refer to attachments. The complaint allegation is confirmed based on the customer-provided pictures. Based on the information provided, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or prying/leveraging the device during use.